Event description:
Three patient's allegedly received an unintended amount of radiation to the brain during stereotactic radiosurgery treatments of the trigeminal nerve. Two patients were treated in 2009 and a third about 35 days later. These mistreatments were discovered by the facility when a fourth patient was scheduled in 2009. According to the report, during treatments the field size was larger than the inherent collimation of the stereotactic cone, which allowed some radiation to pass through areas adjacent to the cone, delivering a substantial dose of radiation over a large area of the brain. Outcome for the three patients is unknown at this time.

Manufacturer narrative:
Varian has been unable to obtain further information from the treating site about these incidents. From what we know, three patients were treated on a novalis iliac (brainlab ab), and the field size was 9.8 x 10 cm inappropriate for the cone collimator in use (5 x 5 cm is recommended), so radiation would have spilled around the cone collimator, delivering a significant dose to a large volume of brain tissue. We have requested access to data logs which might help identify how the collimator setting came to be set incorrectly, but our request has been denied, and we fear these records may be overwritten as the database remains in use. Varian continues to attempt to investigate this incident. Additional follow-up to this MDR will depend on our ability to learn more about how the events occurred and what the root cause was.